Event description:
Boston scientific received information that this device was an attempted implant. It was reported that the device was taken out of storage mode, programmed to bipolar configuration and no pacing was observed after the lead was connected. The lack of therapy resulted in greater than two seconds of asystole for this pacemaker dependent patient. A new device was utilized and implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product issue will be updated when device evaluation is complete.

Manufacturer narrative:
High power visual inspection of the header and lead barrels noted no irregularities. Both seal plugs were intact and all spot welds to the connector blocks appeared to be good. No obstructions were noted in the lead barrels. The header passed pin gauge testing. This verifies the inner dimensions of the lead barrels and terminal blocks and also verifies proper setscrew travel into the terminal blocks. The device was put through and passed the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Review of the memory noted that a commanded lead impedance test was performed on (B)(4) 2013 and it returned results of 388? In the atrial and no measurement and no timestamp recorded for the ventricle. One way that no measurement can be recorded in the right ventricle (rv) is if there is continuous noise on the rv, vn (ventricle noise) markers would be seen on the e-grams if this was the case. The auto lead detect bit was not set. This bit gets set when an rv lead impedance of less than 2000? Is detected in bipolar. The auto lead detect state was waiting, meaning, as received the device was still looking for an rv lead impedance. With the evidence of the lead detect bit not detecting an rv lead impedance of less than 2000 ohms and no rv lead impedance recorded while an ra lead impedance was recorded it seems that the rv lead was not making good bipolar contact in the rv lead barrel at the time of the attempted implant.